Manufacturer narrative:
The product was returned for evaluation and the reported event was confirmed. Investigation found the product appears to perform as designed and intended. Visual inspection indicated mild coning on one side of the threaded diameter; coning in metals is often associated with some kind of tensile loading of the thread. Sufficient loading perpendicular to the axis of the threaded hole in the tibial wedge may cause breakage of the threaded diameter of the extractor. Dimensional, surgical technique, and manufacturing history review suggest that the product functioned as intended. DHR and complaint history review did not identify any deviations or trends. There are warnings in the package insert that this type of event can occur and risks are addresses in risk documentation. Precautions" section of IFU intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial knee procedure in (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to infection. However during the procedure, the screw tip broke off. No pieces fell into the patient. An osteotome and mallet were used to complete the procedure. There was no delay reported. No adverse events have been reported as a result of the malfunction.